Manufacturer narrative:
The device was returned with a tear in the unexposed portion of the soft cannula. The formed needle punctured a hole in the soft cannula, and liquid was observed exiting the hole in the cannula. We cannot determine how or when the tear in the cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod for longer than 48 hours on the infusion site. The patient¿s mother noticed the adhesive of the pod was wet.